Event description:
Husband of homepatient reported pain, similar to excessive air, while using the device for automated peritoneal dialysis therapy. Husband states that the manual exchanges were performed by the homepatient in an attempt to purge any air that may have entered her peritoneal cavity. Husband states that after performing manual exchanges, the pain was lessened. According to the husband there was no patient injury or medical intervention. Follow up with healthcare professional reveals home patient is known to use correct dialysis setup technique.

Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. Review of the device's event log revealed no sys errors or alarms related to air in the disposable set. Internal inspection showed no signs of fluid contamination, which would indicate there may have been a breach in the integrity of the disposable cassette. Three test therapies were performed and no problems were encountered. Results from these test treatments indicate the device is functioning properly and within design parameters.